Event description:
A patient was being treated for a strangulated ventral hernia. During her time in the hospital she had several PICC lines placed. In the spring of 2009, a PICC was placed in interventional radiology under fluoroscopy guidance. Five days after placement, a kub showed a large pleural effusion on the right side. The patient coded later that day (respiratory arrest). She was resusciated and taken to the ICU. The following day a bronchoscopy was done that showed no reason for the respiratory arrest and no signs of collapse. A cxr showed a complete whiteout of the right hemothorax. She remained hypotensive and was sedated. A chest tube was inserted and drained several liters of whitesh liquid that resembled tpn which she was receiving through the PICC line. The fluid was not evaluated by the lab to confirm that it was tpn. The patient slowly began to wake up and returned to baseline over several days. A CT scan of the chest showed what appeared to be the pre-existing PICC line on the left side traversing into the right hemothorax. That PICC line was discontinued.